Manufacturer narrative:
Clinical investigation: the file was assessed to determine whether a clinical investigation is warranted. On 1/jun/2021, fresenius became aware this male patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) was hospitalized. Subsequent attempts to obtain additional information (e.g., discharge summary, patient demographics, hospital records) have thus far proven unsuccessful. Therefore, based on the limited available information, the patient¿s liberty select cycler is disassociated from the event(s). There is no allegation or objective evidence indicating a serious injury, patient death, or other serious adverse event(s) related to a fresenius device(s) or product(s) occurred warranting further investigation. Therefore, the completion of a clinical investigation is not required at this time. Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
It was reported that a peritoneal dialysis (pd) patient was hospitalized. Fresenius became aware of the event when the patient¿s pd registered nurse (pdrn) reported the patient was hospitalized. No further information was reported in regards to the hospitalization. There was no allegation nor indication that the patient's hospitalization was due to the use of fresenius devices, drug, or products. Multiple attempts were made to acquire additional information from the user facility, however, a response was not received.